Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using a similar configuration and successfully received glucose alarms. The user complaint could not be replicated. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with phone (iphone 11, ios 16) application. The customer reported that the low glucose alarm failed to sound, and the customer lost consciousness. However, they were able to self-treat with sugar-water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with phone (iphone 11, ios 16) application. The customer reported that the low glucose alarm failed to sound, and the customer lost consciousness. However, they were able to self-treat with sugar-water. There was no report of death or permanent injury associated with this event.